Event description:
My father was considered a fall risk-during the midnight hr of new year's eve - he got out of bed and walked across room - his roommate called out to the nurses that he had fallen - the bed alarm mat on his bed did not go off.